Manufacturer narrative:
The access accutni+3 reagent was not returned for evaluation. All assay and system verifications (calibration, quality control (qc), system check) met specifications at the time of this event. The fse (field service engineer) arrived onsite and no instrument deficiencies were observed during initial inspection. No recent errors in event log. The access 2 immunoassay system was primed and no air detected in fluidics line. No repair performed. System check performed and results meet fse best practice guidelines. Twenty replicates troponin test performed using washing buffer and all results <0.03ng/ml. Hs [high sensitivity] system check performed and passing. Customer troponin qc performed and accepted. With the available information, no assignable cause of the non-reproducible elevated access accutni+3 result could be determined. Beckman coulter internal identifier case (B)(4).

Event description:
The customer reports a troponin I (access accutni+3) patient recovered with a result of 0.14ng/ml, above the normal reference range of the assay. (0.00ng/ml -0.04ng/ml) on (B)(6) 2018 on an access 2 immunoassay system, serial number (B)(4). The result was reported out of the laboratory and the patient was admitted to the hospital and administered heparin. The customer reports there was no injury as a result. The customer reported repeating the patient's sample three times and received the same result of 0.01ng/ml. The customer stated that quality controls recovery was in range before and after the event. The customer last ran a passing system check on (B)(6) 2018. The patient's sample was collected onsite in a 12x75 mm lithium heparin plasma separator tube. It was centrifuged for three minutes at 7200 rpm (revolutions per minute) and ran as a stat in a 0.5 ml tube. The customer states the sample was clear. A beckman coulter field service engineer (fse) was dispatched to the customer's laboratory to evaluate instrument performance.